Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant the atrial lead initially had p-waves measuring between 0.5 - 0.6mv. The doctor then advanced the lead a little further into the apex and got p-waves of 1.0 - 1.2mv. The signal was very clean on the analyzer, but after it was inserted into the device, the a-electrogram (egm) signal was very noisy, making it difficult to see the p-wave signal on egm. The p-waves were small (.5 - 1.0mv). Sensitivity is set to 0.25mv. They tried to change the gain on the programmer and also sensitivity, but nothing cleared up the signal. The doctor was sure the lead was tight in the header and was fully seated. It was also reported that there were no false atrial sensed events. Technical services was contacted and after review of the programmer strip with the atrial egm on it technical services believed the device and lead to be properly functioning. Programming changes were made and the lead remains in use. It was noted that the patient is dependent in the ventricle. No patient complications have been reported as a result of this event.